Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 3.5 months post-operative of a laparoscopic groin hernia repair, the patient felt a lump stuck in front of the groin. The patient had been feeling severe stomach and groin pain when moving and even when laying down since the procedure.